Manufacturer narrative:
Follow-up report will be submitted when the investigation is complete. (B)(4).

Event description:
The site reports that when inserting key images with priors, the date on the key images only reflects the date of the current images and not the prior date. There was no reported pt injury associated with this event.